Event description:
Customer informed us on december 12, 2025, that one of our products was involved in a case in which a laceration occurred.

Manufacturer narrative:
The reporting customer sent in two skull clamps. According to the provided information on the event, a skin tear was found after the head was clamped using one of the two skull clamps. The skull clamp was then replaced and a loss of clamping force was detected. It is unclear which of the two skull clamps was initially in use when the laceration occurred and which one was found to have lost clamping force, and this is not apparent from the description of the incident provided. Further information has been requested in this regard. Wear-related errors were found on one of the two skull clamps; however, it is not possible to conclude that these were the cause of or contributed to the described slippage. The other skull clamp complies with the defined specifications. Therefore, no causal connection between the devices and the described event can be established. We therefore suspect that maybe the pinning technique was not optimal, as described in the product's instruction manual (secure the patient's head to the skull clamp): "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline." Should further relevant information be received regarding this incident , these new findings will be presented in a follow-up report, if applicable.